Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 8 months (calculated from the date when the modular cable was manufactured to the date it was opened to be used on the patient) the modular cable was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that during implant the modular cable was exchanged and will be returned due to not being able to connect. No additional information provided.